Event description:
It was reported that intra-op, during removal of set screw the tip of the instrument broke off. It was mentioned that the tip was r ecovered/removed. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.